Manufacturer narrative:
During failure analysis, the customer's complaint was confirmed; the device overheated during performance testing. Visual examination revealed severe corrosion within the internal components of the device. Corrosion damage and debris within the ball bearings was identified as the probable cause of the failure. The presence of corrosion and debris within the components leads to increase friction between the moving parts making rotation difficult; this can result in increased heat production as reported by the customer. Corrosion damage is known to occur over time due to improper sterilization methods and repeated autoclave cycles. The stryker micro drill long straight attachment is not a repairable device.

Event description:
The stryker micro drill long straight attachment was sent in for evaluation due to overheating during a procedure. No adverse event was reported; the procedure was completed with another device.